Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged during the implant procedure. The lead was successfully repositioned and the procedure was completed. Later that date the lead again dislodged. The lead was repositioned again and remains in service. No additional adverse patient effects were reported.